Manufacturer narrative:
Insulin pump passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 alarm found during testing. However, pump error 63 alarm (variable info=03) confirmed in the pump history file due to a hardware error. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm and they did not receive a request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.